Event description:
Boston scientific received information that this right ventricular (rv) and right atrial (ra) lead (serial number unknown at this time) were removed due to an uknown lead failure. Attempts have been made to obtain additional information however none was able to be obtained. The location of these leads is uknown at this time no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The location of these leads is uknown at this time, therefore the clinical observation could not be confirmed and determined for these leads; due to no returned to boston scientific. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.

Event description:
Additional information was received that this right ventricular (rv) lead and right atrial (ra) lead (serial number unknown at this time) had been removed due to an increase in pacing impedances greater than 3,000 ohms. The location of the leads is unknown at this time. No adverse patient effects were reported.